Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the repair bench, the technician observed the device had an intermittent optical switch issue; the device would not select the correct shock measurement. There was no patient involvement.